Event description:
Healthcare professional (hcp) reported injecting a patient with 2 syringes of juvéderm voluma® xc ¿along the bilateral medial cheeks and mid/lateral zygoma bilaterally.¿ approximately ten months later, the patient experienced ¿onset of small nodules in the bilateral inner canthus region.¿ the nodules are not visible at rest or with animation but are palpable. There is a firm, mobile nodule approximately 1/4 inch at the right inner canthus and a slightly smaller one on the left. The patient denies pain, tenderness, warmth, recent illness, or trauma. The patient was treated with medrol dose pack, which resulted in some reduction in nodule size, though they persisted. The patient was also treated with ¿a 30-day regimen of prednisone, doxycycline, pepcid, and xyzal.¿ symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.